Manufacturer narrative:
The technician investigated and after speaking with the nursing staff learned that the bed exit system could not be armed at all. The technician found it was due to improper scale calculation likely due to an improper zero process, user error. The scale was zeroed as outlined in the user manual by the technician and the bed exit system operated as designed, no repair needed. Based on this info, no further action is required.

Event description:
The account reported that the bed exit system was disarming after being set. The bed is located in room 11 at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).